Manufacturer narrative:
Product has been requested for evaluation however it has not been received.sterilization and lot history records were reviewed and no exceptions were found.report 3 of 3.

Event description:
Impossible to pass the sleeves into a 2.0 mm incision.